Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, the cap of an unspecified number of tubes was involuntarily opening up during sample collection. Additionally, there was sample leakage during pneumatic chute transportation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos did not show any evidence of stopper creepout. Additionally, ten retained samples were tested by removing and reattaching the cap/stopper assemblies, then allowing them to stand for 15 minutes. None of the cap/stopper assemblies showed any creep out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, the cap of an unspecified number of tubes was involuntarily opening up during sample collection. Additionally, there was sample leakage during pneumatic chute transportation. No adverse impact was reported regarding the patient or user.